Event description:
Unit suddenly turned off and smoke coming out from the back of the machine, we can smell something is burn inside. Unit can be turned back after a while, battery won't charge. We found some parts burn on the power board. The unit is being used before with no problem.